Manufacturer narrative:
.

Event description:
It was reported by a medical professional that a vns patient's generator was interrogated and showed high lead impedance. The patient was referred for neck and chest x-rays. Clinic notes were received for surgery referral. The notes provided an assessment by the physician of x-rays taken and it was stated the leads are intact without discontinuity. The x-rays have not been received by the manufacturer for review to-date. A high impedance message was shown, but the patient reports the vns is functioning well, and that she can feel it going off but that it is not bothersome. Additional relevant information has not been received. No known surgery has occurred to-date.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative, corrected data: the UDI for the suspect device was inadvertently not included on the initial report.